Manufacturer narrative:
The actual introcan safety needle with safety clip involved in the incident was returned to the MFR to be evaluated. The clip was located on the shaft of the needle and was not covering the needle tip. The long arm of the clip was pushed off the side of the needle. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR for evaluation.

Event description:
As reported by the sales rep per the user facility: nurse claims that she threaded the needle into pt. Removed and placed on the pt's bed. Went to put introcan into sharps and nurse stated needle scratched her pinky. Additional info provided by the facility indicated the nurse involved in the incident received all protocol bloodwork testing and to date all results are negative. The pt source also tested negative.